Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium implant coil will not be returned for analysis as it was implanted in the patient. The axium push wire is expected to return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small cerebral aneurysm, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It reported that the physician used two different instant detachers and then attempted manual detachment method to detached the coil but still coil did not detach. The physician decided to remove the coil from the patient but coil was detached before retrieving inside the microcatheter. The physician pushed the coil into the aneurysm with a push wire. The coil was implanted fine. No patient injury was reported.

Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation regarding non-detachment could not be confirmed, however the issue regarding pre-mature detachment was confirmed. As received, the axium prime pushwire was returned for evaluation broken into two segments but retained together by the release wire. The proximal segment was found bent at the proximal end and the tack weld replacement (twr) crimps were found loose. The distal segment was also found bent at the proximal end. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Instant detachers were not returned as they were discarded and the implant coil was not returned as it was implanted in the patient. During evaluation, the pushwire was intentionally broken distal to the break indicator at the manual detachment location, and the release wire was pulled out from the broken location for evaluation of the coin. The instant detachers and the implant coil were not returned for evaluation; therefore, any contributing from these could not be ass essed. The cause for the difficulty during detachment with the instant detachers could not be determined. Regarding in difficulty at detaching the implant coil by the manual method (via hypotube), it is likely that the customer was breaking the pushwire at an incorrect location. It is likely that the pulled release wire led to the coin being pulled back from the lumen stop, causing detachment of the implant coil from the pushwire. All coils are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a guidewire to pushed the coil into the aneurysm.